Event description:
This is submitted to report the leaflet tear which occurred during use with the clip delivery system (cds 10349735/(B)(4)), and is considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The annulus was calcified. The clip delivery system (cds 10349735/(B)(4)) was prepared per the instructions for use (IFU). It was reported that after several grasping attempts were made with the clip, the clip could not successfully grasp the leaflets. The physician believed that the posterior leaflet was torn. The case was abandoned. Mitral regurgitation remained grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guiding catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Corrections: device was reportedly discarded at site. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint handling database identified no other incidents for the reported difficulty grasping the leaflets. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions due to the challenging leaflet anatomy as it was confirmed that the challenging leaflet anatomy contributed to the difficulty grasping both leaflets. The patient effects of worsening mitral regurgitation (mr), along with mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the following information was received: the mitral valve annulus was calcified. The posterior leaflet was very thin and there was a posterior, medial cleft. The clip could not successfully grasp the leaflets, as the mitral regurgitation (mr) was increasing after each grasping attempt. The failure to grasp was confirmed to be due to the leaflet anatomy. The patient was in stable condition post-procedure and mitral regurgitation grade remained 4, unchanged from pre-procedure. No additional information was provided.